Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold had backflow issues the following information was received by the initial reporter with the following verbatim stopcock became loose while patient was squirming in bed. They had just had a craniotomy for a brain tumor. This caused blood to back up into the patient's IV line and opened up tubing for potential infection. Catalog#: mx4436.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of stopcock becoming loose and causing leaks could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mx4436 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.